Event description:
Customer's family member reported that patient awakened at 9:00 am and experienced a seizure. Family member provided glucagon to the patient and within five minutes took a blood glucose reading of 150-155 mg/dl with the freestyle meter. Paramedics arrived and took a comparison reading of 52 mg/dl. Paramedics provided no further treatment beyond taking blood pressure and checking oxygen levels. Testing was conducted on the fingers.